Event description:
Receptal liner in suction cannister. Attempted to suction patient orally after regurgitation of food during chest compressions in CPR. Suction did not work. Moved receptal liner to another cannister and was still unable to suction patient. New receptal liner placed in cannister. Then was able to suction patient. Was unable to ventilate patient successfully until suction was performed. There was approximately 1-1 inches of clear fluid already in the receptal liner that would not work. Heart pump action returned. No spontaneous respirations - placed on ventilator. The vacuum cannister was connected to a different vacuum pump. This pump functioned properly.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.